Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with a syringe of juvéderm® volite¿ into the lips. Patient then received a touch up injection of another syringe of juvéderm® volite¿ 16 days later. It was noted that there was"blanching" above the upper lip, but no vascular occlusion noted. About 7 months later, patient had hard balls/nodules appear on the face that have swelled. A biopsy was conducted and resporptive granuloma on foreign body was confirmed. Patient started corticosteroid therapy a little over a month after onset and event is ongoing.